Event description:
My CPAP machine is under a recall. They have not replaced my philips CPAP machine. I have sent them a couple of health problems updates. Hoping that would put a rush on them sending me a new machine. I recently was diagnosed with afib of the heart and I already have sleep apnea and had to have a new study and had to increase the pressure on my machine. It is having problems keeping up with the new pressure and is making noises. I have been having health problems and have had to have several test including heart and a new sleep study. I have been diagnosed with afib and sleep apnea which I already had and they raised the pressure amount on my machine from 9 to 15. My philips CPAP machine which has been recalled can not keep up to the pressure and it is making noises. I updated my health conditions to philips. I need for my sleep machine to be replaced asap. I have to sleep under my CPAP. FDA safety report ID # (B)(4).